Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm during self test. Customer's blood glucose value was 301 mg/dl. The customer was assisted with troubleshooting. Customer stated that they were clear alarm and finish complete prime process. Customer states fill cannula was recorded in daily history. Customer stated they perform a self-test on second occurrence and it was ok. The device will be returned for analysis.